Event description:
(B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. T. The site of detachment was tubing connector. The insertion site was abdomen the patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008831, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008831 was manufactured according to the work instruction (wi) version 81 and packaging in the machine multivac 12 on 23-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3h03003 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 23-aug-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 3h03004 was manufactured according to the wi version 27 and manufactured in the line assembly of quick set, on 24-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4h03002 was manufactured according to the wi version 42 and manufactured in the machine gluing 04-08 on 23-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.